Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient had alleged that he was having throat irritation for which he went to the doctor for MRI. The doctor had stated that there were particles in his throat. The patient was dealing with this pain all the year. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging .issue with throat went for an MRI and the doctor stated there were particles in throat related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found unknown dust/dirt contamination present on surfaces of base unit. The manufacturer visually inspected the device internally and found slight unknown white dust contamination present in blower box housing, motor casing, motor impeller, motor outlet, and side panel o-ring. Evidence of an unknown liquid is shown as mineral deposits within blower housing. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing. Manufacturer could confirm the presence of contamination in the airpath but there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer verified for good power supply and power cord, airflow was verified to be operating correctly. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section g2 and section h6 have been updated in this report